Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were programmed off due to left ventricular assist device motor noise on the electrode. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were programmed off due to left ventricular assist device motor noise on the electrode. No additional adverse patient effects were reported. Additional information was received that this s-ICD was explanted and returned. This s-ICD will be analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to h6 device coding: added noisy signals. This device has been returned and will be analyzed. A supplemental report will be submitted upon completion.

Manufacturer narrative:
Correction to h6 device coding: added noisy signals.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were programmed off due to left ventricular assist device motor noise on the electrode. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were programmed off due to left ventricular assist device motor noise on the electrode. No additional adverse patient effects were reported. Additional information was received that this s-ICD was explanted and returned. This s-ICD will be analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to h6 device coding: added noisy signals. This device has been returned and will be analyzed. A supplemental report will be submitted upon completion.